Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. Customer stated they are unable to recall the exact results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.